Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer and confirmed the reported problem. A field service engineer (fse) went onsite for further investigation of the issue. The fse confirmed the misalignment of the touch position for the touchscreen failure. A calibration of the touchscreen was performed in an attempt to resolve the issue but was unsuccessful. The fse then replaced the touchscreen to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
E1 reporting institution phone number (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a touchscreen failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The touchscreen was tested, and the failure was unconfirmed. Pil found that this touchscreen passed all flex cable resistance verification testing and all resistance ratio testing as well. This touchscreen was verified to be functional with no error. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.